Manufacturer narrative:
Examination of the submitted sigma hp uni femoral introducer confirmed breakage and disassembly of one of the side arms. Previous investigations have been conducted for this type breakage. The previous investigations could not conclusively identify the root cause. There was no evidence suggesting misuse or heavy usage/wear out of the instrument was a contributing factor. No corrective action required, as a previous corrective action was implemented. On june 5, 2009, via (B)(4), a design change was initiated to reduce stresses in the radel handle as a result of the pin pressing into the hole:;- spherical radius at end of hole reduces stress concentration.;- shortening the hole and pin provides more bulk material to resist stresses. The current complaint sample was manufactured (february 2008) prior to the eco change in june 2009. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
While loading up the uni trial onto the femoral introducer one of the side arms broke off.